Event description:
The physician performed an endovenous laser ablation without securing the fiber and sheath together. As a result, the fiber was not withdrawn together with the sheath and remained nearly stationary throughout delivery of the laser energy. The patient experienced no pain during the procedure, however, after the procedure, the patient had a reddened area on his upper right thigh. The physician advised the patient to be evaluated in the emergency room where a 4in. X 3in. Burn was observed. In 2007,the burn was surgically debrided by the physician who had performed the endovenous laser procedure.